Event description:
It was reported the customer experienced diabetic ketoacidosis and blood glucose level of 398 mg/dl. The customer went to the emergency room and was subsequently hospitalized where they were treated with intravenous saline and insulin. Customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, a malfunction alarm had occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.